Manufacturer narrative:
Device evaluation: the report of a damaged outer jacket layer was confirmed based on the returned modular cable. Examination of the returned modular cable revealed discoloration of the polyurethane jacket. The examination revealed that the polyurethane jacket had bunched up, twisted, and cracked approximately 18 inches from the controller connector. The texture of the cable suggests that the polyurethane jacket had swelled, which created an air gap between the outer jacket and the armor layers, leading to elongation, twisting, and cracking of the outer jacket over time. Both the controller connector and in-line connector bend reliefs showed some discoloration and debris was observed in the molded holes. The controller and in-line connector pins appeared unremarkable; however, debris was also noted within the in-line connector. The modular cable was connected to a cirris tester to evaluate the integrity of its wires and the cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year, 11 months the modular cable is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a routine visit on (B)(6) 2017, the outer isolation layer of the modular cable was observed to be twisted and spongy. There was no reported impact to pump function or to the patient. The modular cable was exchanged with no further issues reported.